Event description:
Info received indicates the brake is not holding at the foot end of the stretcher.

Manufacturer narrative:
The technician found the foot end brake linkage was broken. The technician replaced the linkage to repair the stretcher.